Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported to baxter corporate product surveillance a clearlink catheter extension set in which the valve on the clearlink was blown out after use with a power injector. The customer indicated that they are aware clearlink luer activated device are not approved for use with a power injector. There was a patient involved. However, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.